Manufacturer narrative:
Visual inspection of the returned shims to verify item and lot combination and reviewed manufacturing date as returned tasp shim exhibits signs of repeated use and missing components, one bearing. The missing component was not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, e1, g4, g7, h2, and h10.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00128 and 0001822565-2020-00129. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument was received via (B)(4), and was found to be missing bearing components. There was no patient involvement. No additional information is available.